Manufacturer narrative:
Zimmer biomet complaint (B)(4). The sterilization operation record was not electronically available for the subject lot numbers thus could not be further reviewed at the time of investigation. A notification to manufacturing has been sent and requested to pull the full paper device history record DHR for review. The pce will be re-opened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported event. Since sterilization operation number was not available, a tip qa nc database was used for non-conformances related to the reported event and subject lot numbers. No non-conformances were found for the subject lot numbers.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Peri-implantitis was reported.